Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to a fast-draining battery. As a result, the customer experienced a seizure and loss of consciousness and was treated with glucose by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and product and no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader was sufficiently charged. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader and no issues were observed. The stm processor was present. Power consumption test was performed and was within specifications. Visual inspection has been performed on the returned power adapter and no issues were observed. Load tester was used to test on returned power adapter and observed voltage within specification range and passed the testing. Visual inspection has been performed on the returned usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. Therefore, issue is not confirmed due to fast draining battery not observed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter were reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to a fast-draining battery. As a result, the customer experienced a seizure and loss of consciousness and was treated with glucose by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.